Event description:
It was reported that the high voltage portion of the right ventricular (rv) lead had exhibited slowly upward trending and high impedance measurements due to an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.